Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg.dl). Reportedly, customer administered a bolus as normal prior to event, and believes that they are insulin sensitive. Customer consumed juice to stabilize bg level. Recommendation was made to consult with health care provider to discuss event and diabetes management.